Event description:
Device was returned to manufacturer by the distributor stating the tip of the electrode was damaged and the customer feels it had manufacturing defect. Visual inspection showed the tip of the instrument missing. The customer has not responded to inquiries to determine if the tip came off during a laparoscopic procedure or was damaged in some other way. No information whether a patient was involved or patient status is available. The event is being reported because it occurred during a procedure there may have been a delay to retrieve the tip.